Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, the carto 3 system was displaying a force sensor error 106 in the middle of the case and the puller wire broke when troubleshooting the error. It stopped deflecting in one direction. The catheter was replaced and the issue was resolved. The carto 3 system is operating per specifications and is not responsible for the product issue. It was reported that the catheter has been determined to be the root cause of the complaint reported. The procedure was continued. There was no patient consequence reported. The force sensor error 106 was assessed as not MDR reportable as the warning functioned as intended. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on june 1, 2020 reddish material in pebax. Kink on the shaft. The foreign material in the pebax was assessed as not MDR reportable as there was no damage to the pebax integrity. Therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The kink on the shaft was assessed as not MDR reportable. If a slight bent in the catheter was observed; however, the device integrity was not compromised and no internal components are exposed, then the risk to the patient would be remote. During further analysis on july 1, 2020 reddish material was observed inside the pebax and also a hole on the pebax. A bent to the shaft was also detected. The hole on the pebax was assessed as a MDR reportable issue. The awareness date for this finding is july 1, 2020.

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The carto 3 system was displaying a force sensor error 106 in the middle of the case and the puller wire broke when troubleshooting the error. It stopped deflecting in one direction. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The device was visually inspected and it was found reddish material and a kink in the shaft. A second inspection found a hole in the pebax, a kink in the shaft and not deflected. The kinked shaft could be related to the handling of the device during shipment. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was found that the puller wire was broken at the tip area. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding the force issue and puller wire broke was confirmed. The blood inside the pebax area found could be related to the reported force issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The root cause of the puller wire breakage cannot be determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).